Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of units of insulin during the load sequence. Customer¿s blood glucose level was 163 mg/dl. The customer removed the cartridge, added an unknown amount of insulin units to existing cartridge, and reloaded onto pump to resolve issues. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.